Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no anomalies or deviations were found for the routed phases at the warsaw facility. The product is actually manufactured at a vendor. See attached documents on the related tab.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a rev knee done in 2017 by the same dr at the same hospital for the same problem. The femoral adaptor bolt and adaptor was broken leaving the femoral component decoupled from the sleeve stem construct. The femoral component, broken bolt and tibial insert were removed. We turned our attention to the adaptor that was fixed to the sleeve, after manuy attempts to break the taper between the adaptor and the sleeve we were unsuccessful. The stem, sleeve and remain piece of the adaptor bolt were removed and a distal femoral replacement was preformed. Femoral sleeve and stem were from original surgery in 2017, I do not have sizes or lot numbers for these implants. Doi: (B)(6) 2017 - dor: (B)(6) 2021 (right knee).